Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord and x-ray lamp were replaced. The printer was cleaned. The single board computer upgrade kit was installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 6800 system had a damaged power cord. The x-ray on indicator lamp would not light. Also, the printer would not print. No patient injury was reported.